Event description:
Removal and replacement of 5fr double lumen cook catheter for mechanical disruption. It was initially placed about a week before and had required repair two days after being placed.